Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p6a0966); egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p6a0967). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve gastrectomy procedure, the staples did not form correctly on the first firing in the gastric antrum, as the staples remained open and did not form the ¿b¿ shape. To resolve the issue, manual suturing was performed on the affected area as staple line reinforcement, and titanium clips were applied for additional reinforcement. The procedure time was extended by approximately 10 minutes.